Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with a loading dose of vancomycin (dose not reported, intraperitoneally, frequency and duration not reported) and fortez (1000 mg, intraperitoneally, frequency not reported, duration of seven days) for the peritonitis. The patient was later discharged from the hospital and reported to have recovered from the event. Dianeal and extraneal therapies were ongoing. No additional information is available at this time. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).